Manufacturer narrative:
During investigation, bloodstains were observed inside of the distal tip assembly. The sheath assembly 137.2cm total length was received. The hub, telescope and imaging core assembly were broken off and missing. The distal tip of the sheath assembly was broken/cut off 3.2cm long, and the sheath section was 134.0cm long. Kinks were observed in the sheath assembly 4.7cm, 12.5cm, 23.5cm, 27.2cm, 28.2cm, from femoral marker at proximal side and 8.0cm, 18.5cm at distal side. There is also kink observed in the broken/cut off distal side of the ro marker. The ro marker appeared normal. There are scratched observed in both side of the guidewire exit canal. The lot number cannot verified due to missing hub assembly. A retriever was received and was split into two pieces. The first piece was 175.5cm long and the other piecek, the soft portion (with loop) was 2.0cm long. It was observed that there is a gap in the loop portion of the retriever. The functional test cannot be done due to incomplete unit.

Event description:
Boston scientific has become aware of the following event: the patient deployed multilink 3.5, 4.0 stents at prox-lad and mid-lad before. Then, this procedure was performed for treatment of restenosis. 1. Angiography was performed for checking the lesion, 90% focal stenosis was confirmed at dist-lcx and dist-lad. 2. A 6f mach1 vl3.5 and a bmw universal guide wire were used, and ivus was performed at dist-lcx. Then, a cypher 13/3.0 was deployed. 3. Ivus was performed to dist-lcx. But because distal area of the target lesion was located in peripheral, pull-back was performed from mid of the target lesion. And stenosis of the stent that was deployed at prox-lad before was 50% (m-m2.8mm). 4. A cypher 18/2.5 stent was deployed at 14atms for 30 seconds. 5. Post-ivus was performed, and pull back was started from the stent's mid area (msa 4mm) after passing through the stent, ivus was pulled manually. Then, hard resistance was felt. 6. When the lesion was checked by angiography, shaft looked like being stretched and trapping at the stent. 7. This catheter's inner shaft was pulled out and a conquest pro guiding catheter was inserted through the outer shaft. At that time, the bmw universal guide wire had come off. 8. The patient's opposite site was punctured, and a 6f mach1 fl4 was engaged. Then, a choice pt ex guide wire was inserted into the stent. After crossing the stent, poba were performed by a maverick 2 15/20 and a quantum maverick 12/3.0. But this catheter wasn't able to be pulled out. 9. The catheter was cut and a 5f terumo catheter was advanced. But the terumo catheter was too short to be reached to dist-lad. 10. A sheath changed to a 7f, and a gooseneck snare was advanced to. But because back-up wasn't enough, it wasn't able to be engaged. 11. A terumo navicath was inserted along the choice pt ex. After crossing the stent, the choice pt ex was pulled out, and a snare was inserted. Then, the ivus catheter's distal shaft was able to be caught by the snare. But it wasn't able to be retrieved. 12. Finally, the physician decided to retrieve by surgical operation. This catheter was able to be retrieved at surgical operation in 2006.